Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study indicated the patient was receiving bupivacaine 10mg/ml for a total dose of 2.506mg/day and compounded baclofen 125mcg/ml for a total dose of 31.32mcg/day. It was noted there was no report of a magnetic resonance imaging (MRI). Device interrogation/device data revealed a motor stall at 11:56 with a motor stall recovery noted at 12:37 on (B)(6) 2017 as previously reported. No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and head/neck (non-malignant). It was reported that the event logs showed a motor stall occurred on (B)(6) 2017 at 11:56 and a motor stall recovery occurred on (B)(6) 2017 at 12:37. No symptoms were reported. The event date was (B)(6) 2017. The patient's baseline weight was noted as (B)(6). No further complications were reported/anticipated.